Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation.

Event description:
It was reported that a surgical intervention was performed due to a surgical site infection. The synergy press fit stem was removed.